Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pace/sense portion of the lead was capped and replaced in 2004 due to noise.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that later the lead was explanted. There were no complications during the procedure.